Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3778-45, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient fell and the leads migrated. It was noted that the leads were replaced. Additional information received reported that the patient was seen by the manufacturing representative on (B)(6) 2014 and the patient was feeling stimulation in the appropriate areas.